Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and drain was implanted. The drain broke on removal with a portion of the drain remaining in the patient. An unknown intervention was required. Additional information has been requested.

Manufacturer narrative:
The broken piece has quire indented surface, suitable for breakage following some mechanical damage. The drain could break following nick or cut during its use.